Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour meter was tested with the in-house contour test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that one of his blood glucose readings was not stored in the memory of the contour meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.